Event description:
Device returned to MFR for analysis with report of "pt getting zapping at battery site despite revision to remove fluid at ipg connector". Pt was dissatisfied with stimulation and elected to have device system explanted and try another therapy.